Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 26-sep-2022 received information that impedance issues were also a cause for the lead to be capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.